Manufacturer narrative:
H4: the lot was manufactured from november 30, 2021 - december 01, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed residual fluid inside the device bladder which suggested an underinfusion occurred. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. The device has been filled with 5-fluorouracil. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.